Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital says: at 10:00 on (B)(6) 2024, the emergency department nurse conducted routine testing on the operation of the ventilator in the department to ensure effective use during patient rescue. During the inspection, it was found that the touch screen of the ventilator screen was malfunctioning, and only the button could be used. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the report from hospital say: at 10:00 on (B)(6) 2024, the emergency department nurse conducted routine testing on the operation of the ventilator in the department to ensure effective use during patient rescue. During the inspection, it was found that the touch screen of the ventilator screen was malfunctioning, and only the button could be used. No patient involvement.